Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device was monitored and no blank display anomalies noted. Power connector plug in and locked in place properly. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level as well as insulin pump was not working and insulin flow blocked alert. Customer¿s blood glucose level was 484 mg/dl at the time of incident. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was reporting a past event. Customer reported alarm did not occur during fill tubing. Customer reports event was resolved by changing complete set. Troubleshooting was declined for high blood glucose level and troubleshooting was performed for insulin flow blocked alert. The device will not be returned for analysis.